Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen (235 mc/ml at 73 mcg/24) and morphine (19.1 mg/ml at 6 mg/24) via an implantable pump for unknown indications for use. It was reported that an x-ray confirmed the patient's pump had flipped and the healthcare provider (hcp) was unable to fill it. There were no known external factors involved. A pocket revision was performed and the pump was repositioned and anchored. The issue was resolved.